Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and will not be received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had breached environmental stress cracking (esc). The outer insulation had cosmetic esc, a cosmetic cut, a breached cut, and cosmetic depression. The proximal conductor was distorted, and all conductors were cut.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient died approximately four years post the left ventricular pacing lead implant.